Manufacturer narrative:
Expiration date - unknown due to unknown lot number. Implanted date: device was not implanted. Explanted date: device was not explanted. Device manufacture date - unknown due to unknown lot number. Initial reporter occupation- lead/manager. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported that the length of the involved angio-seal device sheath may not have been able to reach the patient, and never deployed. Manual compression was held on the puncture site for femoral artery hemostasis. Patient was reported to be in stable condition. The outcome was successful with manual compression. Additional information was received on june 12, 2019. The operator was not sure if the arteriotomy was reached with the sheath. The type of procedure that was being performed was a diagnostic angiogram using a 6fr procedure sheath. The ultrasound was tough to perform due to the size of the patient. A pre-deployment angiogram was performed.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information. It was initially reported that the device was available for evaluation; however, it has been confirmed that the device is no longer available for return. Therefore, the device return date in concomitant medical products and device evaluated by MFR have been updated to reflect no device available. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.